Event description:
The hospital reported that during testing, it was noted that the unit was not alarming when the oxygen cylinder and pipeline supply were disconnected. There was no report of pt involvement. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.

Manufacturer narrative:
This MDR was originally submitted on (B)(4) 2012 and identified the incorrect mfg site. The original submission was under mfg report number 9617566-2012-00001. A f/u MDR was submitted under MFR # 9617566-2012-00001 to correct the mfg site and to note the correction to the mfg report.